Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use (during the test) when the issue occurred. The philips remote service engineer (rse) connected remotely with the customer and confirmed the reported problem. The analysis of the system log files identified a malfunctioning image disk full, which prevented the system from exposing to the generation of new images. The rse performed a database reconstruction and restarted the system, after which the system started working again. The same issue reoccurred on (B)(6) 2024, and the rse confirmed the issue from the log file and recreated the database. Following troubleshooting, the ip-pc was replaced, and the database was successfully reconfigured on (B)(6) 2024. The image acquisition tests were completed successfully, and the system was returned to use in good working order. To date, no further reoccurrence of this issue has been reported to philips. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system was outside of clinical use when the issue occurred. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the image disk was full preventing generation of new images. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.